Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that review of atrial lead trends identified stable pacing impedance measurements but occasional drops to less than 200 ohms were noted. Additionally, atrial electrograms showed periods of noise. Isometric maneuvers were performed and no noise was observed. A lead revision procedure will be scheduled. No adverse patient effects were reported. The local area sales representative was contacted for the outcome of the reported clinical observations. The representative confirmed the system remains in service and a revision procedure has not been scheduled. No further information is available at this time. Should additional details become available, this report will be updated.